Event description:
It was reported by the user site that on (B)(6) 2026, during a 3 dimension patient exam, the tomosynthesis(tomo) motion was not smooth and the machine appeared to lag during the tomo sweep. No user or patient injuries were reported. A hologic field service engineer (fse) was dispatched to investigate the device and observed erratic c-arm motion during rotation. The fse reported that seven of the eight worm wheel mounting screws within the vertical travel assembly (vta) were loose by approximately two to three rotations. The fse tightened and secured the loose hardware and verified proper c-arm and tomosynthesis motion through system testing. The fse reported that the system was confirmed to be operating according to manufacturer specifications, and the customer was advised to allow a 24-hour period before returning the system to use to ensure proper curing of the applied thread-locking compound. No further information is currently available.